Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is not available. The pediatric patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. The patient¿s parent did not remember all the details from the event but stated that the day of the event the cgm reading was low. The patient experienced tired. A fingerstick was taken by the parent, the cgm reading was low, and the bg reading was 700 mg/dl. The parent stated that the patient experienced diabetic ketoacidosis and was brought to the intensive care unit where the patient was treated with intravenous insulin. The patient was monitored and was discharged the day after the event, and the ketones were not elevated anymore at that time. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.